Event description:
It was reported the patient noticed at the beginning of the month their settings would stay where they set them for a while for their legs and back, but then the settings would increase on their own. It was noted that patient had tried all groups and the only one that would not increase after a time was group b. It was noted the patient had an appointment with the healthcare professional on (B)(6) 2013 and the hcp told the patient to contact the manufacturer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).